Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a x-mesh device was being expanded while the inserter expander was locked using the locking screw and driver during an l5 vertebrectomy, thoracolumber-iliac fusion procedure. The expansion knob was turned anti-clockwise in order to help release the insert which, while being removed, caused the inserter tip to break off. The tip was found within the collection of the suction tube, not inside the patient. There was not patient harm reported as a result of the malfunction and no delays to the procedure.

Manufacturer narrative:
Device manufacture date: sep 26, 2008; may 13, 2009. The x-mesh inserter/expander was returned for evaluation. The device as a whole shows numerous surface markings and slight discolorations, but nothing that would affect the device¿s functionality. Testing the device directly confirmed that it operates as intended. Scanning electron microscopy (sem) found evidence of plastic deformation and a rough/grainy texture, indicating a static bending fracture at the pin of the distal tip of the inserter/expander. No material defects or other abnormalities were observed in this analysis. A review of the DHR identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the x-mesh inserter/expander was conducted on the specific code from the complaint as there is no family for this instrument. This analysis found no emerging trends. Per the results from fracture analysis and the event description, the root cause is a static load that exceeded the device¿s limits which was experienced during the removal of the device from the x-mesh alt lg 0 deg 33-46mm device. No CAPA required as there have been no issues identified in the manufacturing and release of this device. No systemic trend observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.